Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, several deployments of the lv lead were unsuccessful and the implanting physician did not believe that the tine could fix itself and requested a new lead. The lv was not used for the implant and the procedure was successfully completed using another lv lead. No patient complications have been reported as a result of this event.